Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an ureteroscopy with laser procedure. The device in use was an ngage nitinol stone extractor. The initial reporter indicated that the basket would not close completely. There were no unintended sections of the device that remained inside of the patient¿s body, nor did the patient experience any adverse effects due to this occurrence. No further information was provided.

Manufacturer narrative:
A review of the device history, manufacturing instructions, quality controls, drawing, instructions for use(IFU) and trends were completed. Visual inspection and a functional test of the returned device was conducted during the investigation. There is no evidence to suggest the product was not made to specifications. Review of device history record showed one nonconformance for loose foreign matter, which is not related to the reported failure. There were no other reported complaints for this lot number. The device is shipped with an instruction for use (IFU) that describes the intended use. A functional test showed that the product did not function as intended - the udh handle did not actuate the basket formation. However, a definitive root cause could not be determined. Measures have been previously initiated to address this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.